Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just an adverse event as previously reported due to the report of there being an allegation that the patient was readmitted to the hospital due to a staple line leak seen on computed tomography (CT) scan, which could potentially be related to a product problem. Corrected information can be found in the following field: b1, g6, h2, annex f, and annex a. B1 updated to " adverse event and product problem" from " adverse event". G6 updated to ¿1st follow up.¿ h2 updated to ¿correction¿. Annex f updated to include f08 - hospitalization or prolonged hospitalization. Annex a updated to include a050704 - failure to form staple.

Manufacturer narrative:
Based on the current information provided, the surgeon attributed the cause of the patient¿s post-operative complication to oversewing of the staple line. There was no malfunction of the stapler and the staple line was intact during the primary procedure. A leak test done intra-operatively was normal. If additional information is received, a follow-up MDR will be submitted. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Additionally, all reusable instruments used in the case were used in subsequent procedures and a site review shows no complaint filed against the instruments. No image or video clip for the reported event was submitted for review. The logs were reviewed by an intuitive surgical, inc. (Isi) advanced failure analysis engineer (fae) and the following information was received: there are no dsp logs available on (B)(6) 2021. Msc logs do not show any stapler related errors. Tool table indicates pn 480460-09, lot l92211011-0280 fired qty 5 reloads (all blue), however, since we don¿t have logs, the firing results cannot be confirmed. This complaint is a reportable adverse event due to the following conclusion: after a da vinci-assisted sleeve gastrectomy procedure, the patient developed a staple line leak requiring a re-operation and the insertion of a stent that was not planned as part of the procedure. There is no information provided that meets the criteria of a reportable malfunction. There were no missing staples seen and the leak test done during the primary procedure was normal. The cause of the staple line leak was attributed to the hematoma that arose from elective over-sewing of the staple line which the surgeon performed as a precaution. The re-bleeding from the over-sewing caused pressure on the staple line and caused the staple line to re-open subsequently. Blank MDR fields: follow-up was attempted, but the patient information in sections was either unknown, unavailable, not provided, or not applicable. The expiration date in section is not applicable. Field is blank because the product is not implantable. Information for the blank fields in section is not available. Fields are not applicable. Field is blank because insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported by the surgeon that after a da vinci-assisted sleeve gastrectomy procedure, the patient was readmitted to the hospital due to a staple line leak seen on a CT scan. According to the surgeon, there was a clamping issue with the stapler instrument during the 5th fire with a blue reload. The da vinci system indicated that "tissue was too thick." The patient had 2 previous unspecified gastric surgeries and was noted to have scarring of gastric tissue. The surgeon readjusted the stapler and clamping was successful. There were no compression issues and the stapler fired as per normal. The staple line was inspected and there were no missing staples and bleeding seen. The surgeon performed a leak test using indocyanine green (icg) which was normal. The surgeon then oversewed the staple line as a precaution and there was some bleeding seen due to the suturing. He then placed additional sutures to stop the bleeding. There were no further complications and the patient was sent back to the ward. On the 6th post-operative day (pod), the patient started vomiting fluids. A CT abdomen was done and did not show any leaks. The surgeon then performed a diagnostic laparoscopy and discovered a leak at the staple line close to the esophagus. This staple line was formed from the 5th staple fire with a blue reload. The surgeon inserted a transoral stent to treat the leakage. He did not place any sutures for the leak. The patient was transferred to another hospital for observation and is currently improving. The surgeon believes the cause of the staple line leak was due to the oversewing of the staple line in the primary procedure. He thinks that there was bleeding that occurred again from the oversewing and the hematoma that formed pressed against the staple line causing the staple line to re-open. The patient was not on any anti-coagulants and did not have any coagulopathy. The stapler instrument and reloads have been discarded.

Manufacturer narrative:
Based on the current information provided, the surgeon attributed the cause of the patient¿s post-operative complication to oversewing of the staple line. There was no malfunction of the stapler and the staple line was intact during the primary procedure. A leak test done intra-operatively was normal. If additional information is received, a follow-up MDR will be submitted. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Additionally, all reusable instruments used in the case were used in subsequent procedures and a site review shows no complaint filed against the instruments. No image or video clip for the reported event was submitted for review. The logs were reviewed by an intuitive surgical, inc. (Isi) advanced failure analysis engineer (fae) and the following information was received: there are no dsp logs available on (B)(6) 2021. Msc logs do not show any stapler related errors. Tool table indicates pn 480460-09, lot l92211011-0280 fired qty 5 reloads (all blue), however, since we don¿t have logs, the firing results cannot be confirmed. This complaint is a reportable adverse event due to the following conclusion: after a da vinci-assisted sleeve gastrectomy procedure, the patient developed a staple line leak requiring a re-operation and the insertion of a stent that was not planned as part of the procedure. There is no information provided that meets the criteria of a reportable malfunction. There were no missing staples seen and the leak test done during the primary procedure was normal. The cause of the staple line leak was attributed to the hematoma that arose from elective over-sewing of the staple line which the surgeon performed as a precaution. The re-bleeding from the over-sewing caused pressure on the staple line and caused the staple line to re-open subsequently. Blank MDR fields: follow-up was attempted, but the patient information in sections was either unknown, unavailable, not provided, or not applicable. The expiration date in section is not applicable. Field is blank because the product is not implantable. Information for the blank fields in section is not available. Fields are not applicable. Field is blank because insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported by the surgeon that after a da vinci-assisted sleeve gastrectomy procedure, the patient was readmitted to the hospital due to a staple line leak seen on a CT scan. According to the surgeon, there was a clamping issue with the stapler instrument during the 5th fire with a blue reload. The da vinci system indicated that "tissue was too thick." The patient had 2 previous unspecified gastric surgeries and was noted to have scarring of gastric tissue. The surgeon readjusted the stapler and clamping was successful. There were no compression issues and the stapler fired as per normal. The staple line was inspected and there were no missing staples and bleeding seen. The surgeon performed a leak test using indocyanine green (icg) which was normal. The surgeon then oversewed the staple line as a precaution and there was some bleeding seen due to the suturing. He then placed additional sutures to stop the bleeding. There were no further complications and the patient was sent back to the ward. On the 6th post-operative day (pod), the patient started vomiting fluids. A CT abdomen was done and did not show any leaks. The surgeon then performed a diagnostic laparoscopy and discovered a leak at the staple line close to the esophagus. This staple line was formed from the 5th staple fire with a blue reload. The surgeon inserted a transoral stent to treat the leakage. He did not place any sutures for the leak. The patient was transferred to another hospital for observation and is currently improving. The surgeon believes the cause of the staple line leak was due to the oversewing of the staple line in the primary procedure. He thinks that there was bleeding that occurred again from the oversewing and the hematoma that formed pressed against the staple line causing the staple line to re-open. The patient was not on any anti-coagulants and did not have any coagulopathy. The stapler instrument and reloads have been discarded.